Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information states that on (B)(6) 2008 patient had stress incontinence. On (B)(6) 2008, she experienced leakage. A year after on (B)(6) 2009, a 1cm erosion was noted. There was recurrence of stress incontinence, urgency, vaginal spotting and bleeding on (B)(6) 2010. On (B)(6) 2011, the patient have mesh erosion, was unable to have sex and had pain upon walking. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.